Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: one (1) sample was received for evaluation; the other four (4) samples were not received and therefore, could not be evaluated. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional under water leak test was performed and no leak was observed. Additionally, a simulated use test was performed by loading the sample on a claria machine and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five homechoice cassettes leaked. There was a lot of liquid coming out of the cassette door. This was observed during set up of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.